Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, b2, d1, d4, d5, g1, g2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-jun-2021 to 07- jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that patient order was not showing in tower. A technical support specialist found that the issue was due to supply chain hub order priority code was not mapped with a standard and was configured with the order. Supply chain hub was mapped to the standard to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a pyxis medstation es system order did not appear when attempting to retrieve medication for a patient. Customer reported that the patient suffered a blood clot due to required medication, heparin not showing as available in the station. Customer reported that the patient was sent the following day to the operating room for inferior vena cava filter placement due to a huge clot in the lower extremity. No other symptoms or adverse effects were reported.

Event description:
Customer reported that a pyxis medstation es system order did not appear when attempting to retrieve medication for a patient. Customer reported that the patient suffered a blood clot due to required medication, heparin not showing as available in the station. Customer reported that the patient was sent the following day to the operating room for inferior vena cava filter placement due to a huge clot in the lower extremity. No other symptoms or adverse effects were reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system order did not appear when attempting to retrieve medication for a patient. Customer reported that the patient suffered a blood clot due to required medication, heparin not showing as available in the station. Customer reported that the patient was sent the following day to the operating room for inferior vena cava filter placement due to a huge clot in the lower extremity. No other symptoms or adverse effects were reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and identified that the root cause was due to the external order priority code not being mapped. The technical support specialist confirmed the order message processed at server level and asked users to dispense the required medication. No medication was dispensed. Technical support specialist assisted the customer in mapping the order and confirmed the order showed up. Device confirmed operational.